Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the medications in the pump were fentanyl 2400 mcg, morphine 20 mg and bupivacaine 6 mg/ml. The root cause was unknown and that it ¿may have been the flu¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported over the last two years the patient had been having an "awful" experience with the pump and recently it had been getting worse; "we can be somewhere doing certain things and all of a sudden it will just shut off or something happens." It was stated "here's what the issue with the system is, it shuts off often it shut on so quickly by the time somebody gets to the doctor we live 40 minutes away by the time you get there, these last like 15 to 20 minutes." It was reported the patient's hcp did not know that the pump was "shutting off." Conflicting information was then reported as it was stated "they checked that. It's not shutting off." As a result of the pump "shutting off," the patient would reportedly start throwing up, "coming out of his nose, out of his mouth. He starts sneezing. He's got diarrhea at the same time." Additional symptoms included being soaked from head to toe, "like hair is just plastered to his head. His clothes are plastered to his body." The patient would get the shakes, the shivers and chills. The patient's health care provider (hcp) had been treating this with giving the patient "large" amounts of oral medication and reportedly telling the patient to take the oral medication "when the pump cuts out." It was reported this had been happening more frequently. The patient saw another pump hcp, a co-worker of his managing hcp, who had indicated that it was all in the patient's head and the hcp had felt the patient was just there to get oral medication. It was noted; however, the patient had enough oral medication. It was reported when the patient went to see their hcp, "they focus on the catheter." It was reported no dye studies had been done since the patient had received his current pump and the co-worker hcp the patient had seen made it seem like there was no way possible that anything was wrong with the pump or catheter. However, it was then stated the same hcp had indicated he wanted to do a roller study for which he would "have to pull the pump out" which didn't make sense to the reporter. It was then reported the hcp was going to do a roller vein study. It was then stated, "one second when we were in the office he's saying there is no possible way there could be anything wrong with the pump or catheter. And then in the next time he went in he said well, maybe we should take it out and look at it." It was also reported the pump would "sometimes" get really hot to touch on the patient's stomach where the device was located. It was then reported "about" 80 percent of the time the pump was "fine." It was reported "sometimes" the patient would feel "a little bit of pressure by the pump" that had been going on since the friday prior to the date of this report. On the day of this report, the patient had experienced the reported symptoms and it was noted "so when that happens he hasn't take that because they feel like it's like a withdrawal." This statement was not elaborated on. The reporter was worried about potential overdose because the pump would sometimes "come on a little bit and then it kind of goes away." The patient's symptoms reportedly happened every two weeks but then the patient would also get daily "kind of minor parts to that." It was then reported the hcp had checked for error codes on the pump and did not see any and so "that's why they think it's the catheter." The device system was currently used to deliver fentanyl, bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer; patient product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. It was reported the patient's pump was "defective." The patient had the pump "titrated" and now saline was in the pump. The patient planned to have the pump removed. It was noted that 12-14cc would be pulled out when they expected 4cc; the pump was "running at 60% capacity." The patient did not have a dye study. The patient experienced intermittent flu symptoms for 2 hours. The patient had many dose increases but no pain relief. The patient's back pain was very bad and he needed a magnetic resonance imaging (MRI).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 18-apr-2016 and it was reported that the patient¿s history included a spinal headache with a blood patch that was not related to his pump and he was opioid dependent since had been taking opioids since 1998. The morphine in the pump was 10 mg/ml. Per the patient, he had trouble since 2011. He had been getting intermittent withdrawal symptoms for years. The patient¿s physician continued to increase his oral meds and pump meds. The doctor never told him he had volume discrepancies. He would hear the pump would ¿make beeping or squealing noises¿, but the doctor would tell him that the pump was not alarming. His pump was also getting hot. He was supposed to have a roller study in 2013 because the pump was getting hot and he was feeling dripping around the pump. He could not stay and have the test because he had his kids at the appointment. The appointment was never rescheduled. He did have two CT myelograms (dates and results not reported). He saw another doctor at one point and 4cc of medication was expected, but there was actually 12 or 16 cc pulled out. There was more drug in the pump than expected. Per the patient, the pump was working 60% of the time. The pump was titrated over 5 weeks and saline was put in the pump in (B)(6) of 2016. The patient was on oral morphine (800 mg/day)and did not have withdrawal from the pump titration. He went through withdrawal when he stopped taking the oral morphine on (B)(6) 2016 and he was still feeling withdrawal. The patient described vomiting and not being able to eat intermittently in the mornings and he had a migraine for 2-3 weeks in a row. He was put on oral suboxone. The suboxone stopped the withdrawal and headache, but he still didn¿t feel right. The patient could still ¿feel the catheter kick on and off¿. The pump was going to be removed in (B)(6) 2016. The physician did not want to remove the catheter.

Manufacturer narrative:
(B)(4).